Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an infusion set and later believed the cannula was bent during insertion, with no pump alarms or observed leaks; the agent guided a set change and provided education on proper insertion technique, after which glucose levels began to decline. Symptoms included elevated blood glucose up to 345 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis, and without ketone testing or use of backup therapy. Outcomes included transient high glucose outside target for a few hours without medical intervention or assistance. Investigation included user interview and troubleshooting focused on infusion set handling and replacement. Investigation of this case revealed that the likely issue involved infusion set insertion difficulty with a bent cannula leading to inadequate insulin delivery, which resolved after replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.